Event description:
Today was our first day using the new phaseal tubing and connectors. A patient was ordered alimta. We mixed the alimta and dispensed it to the rn. After the rn hung the medication, when she was going to connect it to the patient for infusion, the tubing spike fell out of the nss (normal saline solution) bag. The medication spilled out onto the floor of the patient room. The patient was removed from the room, and a chemo spill kit was utilized to contain the spill. The medication was remixed and re-dispensed to the patient.